Manufacturer narrative:
Updated data: a4 - patient weight h6 - method, result and conclusion codes conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: static images and media files were provided for review of the event description. Images from the patient¿s executive summary were provided for review. Fluoroscopic valve load inspection was not provided for review. Patient¿s annulus perimeter was 85.5 millimeter (mm) with a perimeter derived diameter of 27.2mm suggesting a 34mm evolut. Aortic root angulation was 60 degrees which was acceptable for the evolut implant. The instructions for use (IFU) states that implantation of the bioprosthesis should be avoided in patients with aortic root angulation (angle between plane of aortic valve annulus and horizontal plane/vertebrae) of >30° for right subclavian/axillary access or >70° for femoral and left subclavian/axillary access. It was reported that a pre balloon aortic valvuloplasty was performed prior to implantation attempt. There is evidence of at least one recapture. The first deployment attempt resulted in a shallow implant but no infold was present. An infold is noticeable at 80% after the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that an additional attempt to deploy the valve was made without resolution of infold and it was noticeable after full recapture. It was reported that the evolut im plant was aborted, and the patient was converted to surgery due to hypotension and pericardial bleeding. Of note, the IFU states that potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of aortic root rupture (above coronary height) leading to back pain and hypotension resulting in a pericardial effusion and pericardiocentesis, conversion to surgery and stent placement, is assessed as unknown related to the pro+ valve. The physician noted the rupture was caused by the pre implant balloon aortic valvuloplasty or the inflow crown of the valve when it dislodged. Of note the patient had an aortic angulation of about 60 degrees with a sharper bend of the root at the last part. The dcs was inserted with no problems. Upon review of the information provided, the event of valve infolding after one recapture for high implant and 2nd recapture for the infold, leading to removal of the device and loading of a new valve (not used as patient decompensated from the primary event above and was implanted with a surgical valve upon conversion to surgery for the aortic root rupture repair), is assessed as likely related to the pro+ valve. Images provided confirmed the valve was appropriated sized and confirmed the infold. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, no misload was noted. Potential factors that can influence a dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. The reported infolding and high implant position are potential contributing factors. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The low blood pressure is likely a result of the infolding, as it was noted directly after. Vascular injuries such as perforation are known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, a pre-implant dilation was performed with rapid pacing of 180 beats per minute (bpm). No misload of the valve was identified as the valve was checked in all recommended ways. The right femoral artery was used for the access site. The valve was recaptured one time due to high implant and the valve dislodged during recapture. Per the physician, the patient's horizontal ascending aorta/aortic root contributed to the valve infold. During the recapture, the strange shape that was reported was the valve infold that occurred during the recapture. The cause of the vascular injury was indeterminate but per the physician, the valve dislodging or the pre-implant dilation could have could have contributed. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury. The sight of the injury was above the right coronary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011640792); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34; product type: 0195-heart valves product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with an annulus perimeter derived of 27.2 (minimum 22.8 x maximum 32) and aortic angulation of about 60 degrees with a sharper bend of the root at the last part, during the pre balloon aortic valvuloplasty (bav) with a non-medtronic 22 millimeter (mm) balloon, the patient complained of back pain. Their blood pressure was noted to be low at about 80/40. The delivery catheter system (dcs) was inserted with no problems. At the first attempt to deploy the valve, it was noted to be in a high position and the patient's blood pressure was poor. The valve was recaptured and "popped out" during recapture. During recapture, a bend of the valve was noted due to the patient's horizontal anatomy. The valve appeared to be recaptured with a strange shape. Another attempt to deploy the valve was made, but the valve app eared to have an infold. The patient's blood pressure then dropped to about 70/30. A new valve was loaded, but pericardial bleeding was then detected. A drain was placed in the pericardium and the blood was drained. A decision was then made to convert the patient to surgery with a surgical valve implantation. The patient was transferred to the surgical operating room. Surgery was performed and a stent was placed in the aortic position to cover the bleeding. A surgical valve was then implanted. It was noted that the patient woke up after surgery and seemed to be recovering quite well. The patient suffered a perforation of the aortic root just above the coronary height. The cause of the perforation was unknown. It was noted that the cause may have been the pre bav or the inflow crown of the valve while "popping out". Of note, the valve was loaded properly and was checked in all recommended ways. The cusp-overlap technique (cot) was used during implant. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro+ delivery catheter system (dcs), product ID d-evprop34, lot 0011640792, use by date 2025-02-15, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with an annulus perimeter derived of 27.2 (minimum 22.8 x maximum 32) and aortic angulation of about 60 degrees with a sharper bend of the root at the last part, during the pre balloon aortic valvuloplasty (bav) with a non-medtronic 22 millimeter (mm) balloon, the patient complained of back pain. Their blood pressure was noted to be low at about 80/40. The delivery catheter system (dcs) was inserted with no problems. At the first attempt to deploy the valve, it was noted to be in a high position and the patient's blood pressure was poor. The valve was recaptured and "popped out" during recapture. During recapture, a bend of the valve was noted due to the patient's horizontal anatomy. The valve appeared to be recaptured with a strange shape. Another attempt to deploy the valve was made, but the valve app eared to have an infold. The patient's blood pressure then dropped to about 70/30. A new valve was loaded, but pericardial bleeding was then detected. A drain was placed in the pericardium and the blood was drained. A decision was then made to convert the patient to surgery with a surgical valve implantation. The patient was transferred to the surgical operating room. Surgery was performed and a stent was placed in the aortic position to cover the bleeding. A surgical valve was then implanted. It was noted that the patientwoke up after surgery and seemed to be recovering quite well. The patient suffered a perforation of the aortic root just above the coronary height. The cause of the perforation was unknown. It was noted that the cause may have been the pre bav or the inflow crown of the valve while "popping out". Of note, the valve was loaded properly and was checked in all recommended ways. The cusp-overlap technique (cot) was used during implant. No additional adverse patient effects were reported. Additional information was received that during the implant of the valve, a pre-implant dilation was performed with rapid pacing of 180 beats per minute (bpm). No misload of the valve was identified as the valve was checked in all recommended ways. The right femoral artery was used for the access site. The valve was recaptured one time due to high implant and the valve dislodged during recapture. Per the physician, the patient's horizontal ascending aorta/aortic root contributed to the valve infold. During the recapture, the strange shape that was reported was the valve infold that occurred during the recapture. The cause of the vascular injury was indeterminate but per the physician, the valve dislodging or the pre-implant dilation could have could have contributed. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury. The sight of the injury was above the right coronary.